Event description:
It was reported that during a procedure to fill a cyst on the distal tibia, with the norian product. The surgeon followed the protocol for mixing the norian; injecting the solution into the powder, roll-out and adding to the injection tube however, at the point of trying to add the product to the injection tube, the surgeon found that the product had already begun to harden and was unusable. The surgeon mixed new product and was able to complete the procedure without further incident and with no adverse effect to the patient noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)